Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. Based on the customer's description, the spray event occurred following the clamping of the plasma line after a leak was noted at the connector. The customer chose to not place a service call for this machine. Serological tests were performed on the patient and the operator and both came back (B)(6). A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. It is possible that the clamp was closed before the plasma pump stopped and the valve closed. If fluid path is blocked while the plasma pump was still spinning the leak could increase. It is also possible that the pump has stopped and while closing the line with the clamp, the line was handled in such a way that pressure was increased and caused the high kinetic energy leak.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported that at the end of collection procedure, the rn noticed a leak at the luer connector. She closed the line with the blue clamp and the plasma sprayed the rn's face and some plasma got in her eye. Per the customer, the rn was not wearing protective glasses according to the hospital policy. Serological tests were performed on the patient and the nurse and came back with negative test results. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to possible device malfunction resulting in blood exposure.